Event description:
It was reported that the pt's rod broke. The pt had revision surgery to explant the device.

Manufacturer narrative:
No product was returned for evaluation. X-rays confirmed the device broke. A review of the device history records did not identify any applicable nonconformance to specification.